Event description:
Patient had xeroform placed vaginally following a procedure, several hours later the packing was removed. 3 weeks following removal, the patient was noted to have a silver tab retained vaginally. Concern: silver tab can easily be retained even once removing as it is incredibly sticky. Can the product be manufactured without the silver tab?